Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular superior technique/tools: direct traction with locking stylet, intravascular counter traction, sheath (s) no complications.